Manufacturer narrative:
The customer's user interface assembly was returned to the fi laboratory for analysis. The customer's user interface assembly to power management pcba cable was found to be unseated. Reseating the cable resolved the issue. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.the reported touchscreen failure was caused by the loose ui to pm board cable. Reseating the cable ui to pm board cable corrected the failure with this gui assembly.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported having a touchscreen issue. There was no patient involvement.